Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. Subsequently, the lead was replaced. Electrical values were found to be normal. The patient's condition was reportedly good pre- and post-operative.